Event description:
Reporters stated that a pt with a history of diabetes and epilepsy experienced an under-deliver of feeding. After the pt recived her insilin, the pump was set to deliver 700ml of feeding at 65 ml per hour beginning at 21:30. The pump was noted to deliver the feeding normally at that time. At 02:00 the pt was found to be having a seizure. There was no report of medical intervention. When the pump was checked at 08:00 it was noted that the feeding container was nearly full although the pump indicated that 685 ml had been delivered. Following this incident, the pt experienced severe abdominal pain. The caregiver also reported that the pump had previously alarmed "low battery" even though the pump was fully charged. It was reported that there was no relationship between the seizure and the under-delivery, as the pt's seizure activity is not unsual and is not well controlled by her medication. No medical intervention was given for the seizure. The pt was taken to the physician for the abdominal pain after 3 days. It was reported that the stomach was inflamed as a result of the lack of feeding. No specific medical intervention was reported. The pump will be returned to the service center for testing.